Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Vasospasm is a known inherent risk of mechanical thrombectomy procedure. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. MDR related to this event: 2029214-2016-00491, 2029214-2016-00492.

Event description:
Medtronic received report of vasospasms that were treated with verapamil and nitroglycerin. Mechanical thrombectomy was delivered into the occluded distal m2 to the m1 of left internal carotid artery (ica). The device was removed. There was report of 10 mg of verapamil and 200mcg of nitroglycerin being injected, as there was spasm noticed in the supraclinoid ica. After administration of the medications the spasm in the ica resolved. The final thrombolysis in cerebral infarction (tici) was 3. Baseline nih stroke scale was 19. Post intervention the nihss was 10. At 7 days the nihss was 6 and mrs was 2. At discharge the nihss was 4 and the mrs was 2. At the 90 day assessment the nihss was 2 mrs was 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.